Event description:
It was reported that a female who underwent an unspecified breast augmentation with a mentor smooth round moderate plus profile, 225cc saline prosthesis experienced bilateral deflation post procedure. As a result, patient underwent bilateral replacements as follow: sn:(B)(6), cat: 3503388, sn: (B)(6),cat: 3503388 on (B)(6) 2023. The report relates to the right side. Note; mentor received two devices with unknown lot numbers were ruptured, therefore mentor reports both devices.

Manufacturer narrative:
Suspect device received on (B)(6) 2023 device evaluation completed on (B)(6) 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 225cc breast implant was found to have a tear on the posterior view, measuring approximately 2.3 cm. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Mentor performs 100% inspection of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Reason for device explant and/or reoperation: deflation . Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).